Event description:
Procedure type: hemorrhoidectomy. According to the reporter: staples partially formed and serious bleeding occurred. About 80% of staple didn't form a "b" shape (from 7 o'clock to 5 o'clock). Manual suture was applied for bleeding control. Operating room time was delayed about one hour. After a purse string suture stapler was used correctly. During closing of the stapler, the operator felt extra force and when he approximated the black knob of stapler, he felt more force than before.

Manufacturer narrative:
(B)(4).